Event description:
A customer reported a malfunction on their pump, but no notable events occurred before the malfunction. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information, assisted the caller with resetting the pump, and instructed them to continue using the pump and to call back if the malfunction code recurs. The caller acknowledged and understood these instructions.